Event description:
It was reported that one faradrive steerable sheath was selected for being used, however, there were bubbles during withdrawn. The procedure was completed with another of same device. The patient condition following procedure was stable. The device is expected to return for laboratory analysis.